Event description:
A (B)(6) distributor contact zoll customer support to report that battery packs sn (B)(4)were defective. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery defective) was confirmed. Upon investigation, the battery was unable to recharge or power up a test monitor. The root cause for the non-functional battery pack could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (defective battery pack) has been confirmed. Upon investigation, the battery was not functional in charger and a monitor. The cause of the battery failure was a blown battery fuse and bent pins in the connector. The root cause for the blown fuse could not be positively identified. The root cause for the bent pins cannot be positively identified but is likely excessive force. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack defective) was confirmed. Upon investigation, the battery was unable to recharge or power up a test monitor. The cause for the power-up failure was isolated to a leaking battery cell. The root cause for the leaking cell could not be positively identified.